Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the patient's insulin pump alarmed motor error. The patient's blood glucose at the time of incident was 160 mg/dl. During troubleshooting the caller mentioned that the insulin pump alarmed motor position encoder error. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. Motor passed motor test. Unable to verify displayable history crc check failed on startup alarm in the alarm history due to history file overwritten with displayable history crc check failed on startup alarms. Displayable history crc check failed on startup alarms due to a corrupted history file. The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2016.